Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device with non-boston scientific lead, exhibiting high out of range pacing impedance measurements from 500 ohms, to greater than 3000 ohms, oversensing and noise on the left ventricular (lv) lead channel. A boston scientific technical services (t/s) consultant reviewed the data, and recommended to bring the patient in for a follow up appointment, to evaluate the lead. T/s recommended doing isometrics, pocket manipulation and x-ray, to rule out any lead fractures. The physician advised at this time due to the coronavirus, the physician would like to wait to have the patient come in at a later date. No adverse patient effects were reported. The device remains implanted.